Event description:
It has been reported to philips that the integris system could not do exposure intermittently. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and replaced the sata imaging hd and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that integris cv that the system cannot emit x-ray intermittently. During troubleshooting, the fse found that the image disk cannot be found. It was confirmed that sata imaging hd needs to be replaced. Fse replaced the sata imaging hd. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.